Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and this was a user setting error. The tidal volume settings were readjusted and problem was resolved. There was no device related malfunction.